Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures that production and process controls are in place to ensure that batches "confirm" to the applicable specifications before they are distributed. The non-integration of an endosseous dental implant during the healing phase is a known inherent risk of the treatment with dental implants. Most implant failures occur before occlusal loading (analainen et al. 2013, koldsland et al. 2009). Based on "clinicial" studies about 1-3% of the implants fail within the first year after implantation (ganeles et al. 2008). Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: absence of persistent subjective complaints such as pain, foreign body sensation and /or disesthesia; absence of a recurrent peri-implant infection with suppuration; absence of implant mobility; absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported early failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Event description:
The clinician reported that around three and a half months after the dental implant was placed, in ada site #5 of the patient's mouth, lack of osseointegration was observed. Type iii bone was involved in this event. The device was returned to the manufacturer for investigation. The patient reported mobility at time of event. No further complications were observed.